Event description:
It was reported that during procedure, the patient's implantable cardioverter defibrillator (ICD) setscrew wouldn't tighten. The ICD was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of lead connection issue was confirmed. The device was returned for analysis. The device was above elective replacement indicator (eri) when received. Analysis revealed the ventricular (df4) set screw was missing upon receipt of the device. The df4 septum was partially damaged and the set screw had fallen out during the procedure. The set screw anomaly was consistent with having occurred during the procedure.